Event description:
It was reported that a force sensor error was experienced. Also the top case is damaged.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked on top case by the tube holders and missing warning label on the bottom case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. The cause of the reported issue was the force sensor was out of calibration as a result of normal calibration drift. Service replaced the top case and performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.